Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal wall hernia procedure, the device fired 2 cartridges before the incident. The 3rd cartridge was loaded and the red button was pushed to fire tack but the button could not be pressed. The cartridge was reloaded many times but the button was too stiff to be pressed down. The doctor noticed that the blue lever was not on the right position so they pressed the button in retrieving the lever. The button worked successfully this time. Although the handle was squeezed, the device made a strange noise and tack did not come out. It was attempted to fire several times but the result remain the same. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. A partially applied dlu (device loading unit) with disrupted timing and scratches on the inner tube was received. The handle could be actuated and the instrument cycled properly with no dlu. Additionally, the articulation knob functioned properly. The returned dlu was unable to be loaded onto the device due to the disrupted timing of the dlu. A test dlu was loaded onto the device. The instrument was applied to the test media. The device fired properly in the straight and articulated position and all 8 tacks seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported conditions could be due to improper loading of the reloads, indicated by the scratches on the inner tube. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.